Manufacturer narrative:
As reported, foreign material (hair) was found in the galaflex lite package. The sample is reported to be available for return however, has not been received at this time. Based on the information reported and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 597 units released for distribution in april 2023. Should the sample be returned for evaluation, a supplemental MDR will be submitted to document the results of the sample evaluation. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a breast reconstruction procedure, it was found that there was a foreign material (hair) inside the galaflex lite package while opening the sterile packaging. There was no patient injury.

Event description:
As reported, during a breast reconstruction procedure, it was found that there was a foreign material (hair) inside the galaflex lite package while opening the sterile packaging. There was no patient injury.

Manufacturer narrative:
As reported, foreign material (hair) was found in the galaflex lite package. The sample is reported to be available for return however, has not been received at this time. Based on the information reported and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april 2023. Should the sample be returned for evaluation, a supplemental MDR will be submitted to document the results of the sample evaluation. H11: this supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample confirms the foreign material (hair or fiber, black in color) presents itself on top of the inner sterile envelope on the backside. Based on the information provided and sample evaluation it was determined that most probable root cause for the hair to present in the packing is the result of improper gowning practices during the manufacturing process. An awareness training was performed with the appropriate personnel. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.